Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of 263 mg/dl on their blood glucose meter. The consumer's mother administered an unk amount of insulin based on the 263 mg/dl reading. After the mother administered the insulin, she then performed another test within mins of the first test using the same meter but a different lot number of test strips getting a result of 61 mg/dl. It was revealed during the call, the test strips are improperly stored. Rep educated this mother, of proper storage and control solution testing, which according to this mother, she had never done them. The test strips in question were discarded and will not be returned for evaluation.